Event description:
Medtronic received information regarding 2 echelon microcatheters that could not be navigated to the target location after shaping and an axium coil that was stretched in the same procedure. The patient was undergoing a coil embolization procedure via femoral access to treat an unruptured saccular aneurysm. Blood flow and vessel tortuosity were normal. It was reported that all devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. After molding, it was found that the echelon microcatheter could not follow the guidewire. The echelon was replaced with another of the same model/lot which had the same issue so it was replaced with another type of microcatheter which was delivered successfully. After the forming of the hoop was completed, the axium coil was selected for filling. However, the "tail" of the coil was detached. The coil was replaced and the surgery was completed successfully. There was no harm or injury to the patient.

Manufacturer narrative:
The hcp information was not providing in the initially reported information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: vis (B)(6), 203cm ruler (B)(6) ¿ drawing(s) referenced: none ¿ as found condition: the axium coil was returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. ¿ visual inspection/damage location details: the axium coil was returned without its introducer sheath. No bends or kinks were found with the pusher. The implant coil was found still attached to the pusher. The implant coil was found damaged and had lost its original shape. The implant coil was found intact. No breaks, separation, or stretching was found with the implant coil. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿coil separation/break¿ report could not be confirmed. The implant coil was found damaged. Damage can occur if the device is advanced against resistance. However, the cause for the damage could not be determined. (B)(6) 2022-08-14). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no detachment attempts had been made, and there was no kink/damage observed to the pushwire or echelon microcatheter. The coil was removed from the patient.